Manufacturer narrative:
The unit was evaluated by a stryker service technician and no defect or malfunction was observed. The reported event occurred an aire twin mattress that was on a non-stryker bed. It was reported by the user facility that the patient was an elderly patient who allegedly broke their hip and subsequently passed away from complications from the fall. It was reported that the patient seemed to be attempting to get out of the bed and fell, but details of the incident were unknown as a staff member was not present to witness the event.

Event description:
It was reported that a patient passed away while using an airetwin mattress.

Manufacturer narrative:
No additional information is known as of the filing date.

Event description:
It was reported that a patient passed away while using an airetwin mattress.